Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, the ace catheter was flushed with saline. Saline sprayed out of a fracture in the proximal end of the ace catheter and the ace catheter was not used.

Manufacturer narrative:
Result: the 5max ace was fractured in the strain relief approximately 0.8 cm from the hub, ovalized approximately 41.8 cm from the hub, and ovalized 18.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the proximal catheter shaft was damaged during preparation. Evaluation of the returned device revealed fractures and ovalization. This type of damage typically occurs when the device is improperly handled during removal from packaging or preparation for use. If the catheter is removed from the packaging hoop at or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending. A substantial amount of blood was pushed out of the catheter during decontamination, indicating it may have been used in the patient. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.